Event description:
It was reported that when the device was used during a low anterior resection procedure, the surgeon claims he clamped and fired the device. After firing, he resected a portion of the rectum. Upon observation, surgeon claims he noticed all staples from the device had been deployed, but none had formed. He completed the procedure using another like device. No patient consequence was reported.